Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant close door alarms were confirmed and reproduced while attempting to load an set into the pump. Evaluation found the force required to close the door was above expected levels due to the door hooks being out of adjustment. The door hooks and latch pins were replaced.

Event description:
It was reported a spectrum pump had constant close door alarms. Any patient involvement, injury or medical intervention is unknown.